Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirmed the is broken into two pieces. The device shows significant signs of wear/usage. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery, bumper broke in half. The failure was found outside of the patient after implant was placed, but patient impact during surgery could not be discarded. No delay nor injury reported.

Event description:
It was reported that during surgery, bumper broke in half. Device was outside when it happened, no pieces fell inside. Noticed after implant was already in so no harm. No delay.